Manufacturer narrative:
(B)(4). There was an allegation that the monitor was being drawn into the magnet following repair of the device. There is no indication in the communication rec'd from the user that use of the device was outside of the device's labeling. Therefore, we are reporting this occurrence. The device MFR's technical support advised the user to ensure that the device remained behind the 5000 gauss field line and to always ensure that the wheels are in the locked position when the device is left unattended (per the instructions for use). The user was also advised that no activity done during the repair of the device would have caused it to be drawn towards the magnet. The user reported that they were going to check with the staff and make sure that the guidelines provided in the instructions for use are being followed. The device MFR is still investigating this incident and will file a complete report once the investigation is complete.

Event description:
The user facility's clinical engineering department reported that the device's base was being drawn to the MRI magnet after being returned from bench repair. There was no reported pt involvement.